Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacing impedance measurements on the right ventricular (rv) channel of this pacemaker had spiked to high and out of range. This spike triggered a lead safety switch. Boston scientific technical services (ts) discussed that the lead safety switch would need to be manually reset. Ts also reviewed previous device data and discussed that impedance had spiked approximately one month ago also. No adverse patient effects were reported. It was reported that this device's minute ventilation feature was programmed off and the accelerometer was programmed on. The patient will continue to be monitored. This device remains in service.